Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe displayed error m-18 when the customer attempted to activate cautery. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported error. The tse recommended verifying that no other cautery devices were connected, and that nothing was pressing on the external cautery pedal. The tse also recommended disconnecting the external foot switch assembly from the rear of the erbe. After disconnecting the foot switch the cautery worked properly temporarily. The customer changed the instrument, changed the energy cables, and separated the energy cables, with no change. The procedure was completed using another vision side cart (vsc). There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footpedal assembly. The dual mono footpedal and single bipolar footpedal were replaced. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.